Event description:
It was reported that a caregiver called to report the user¿s blood glucose of 370 mg/dl and was advised to perform a supply change; troubleshooting and education were completed, and the user declined follow-up, indicating they would call back if glucose did not decrease. Symptoms included hyperglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included call triage and user-directed troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, with no device malfunction confirmed based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.